Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient vision was worse than before surgery, can't hardly see the car in front of him. Clinical reason being mentioned as multifocal intolerance. Additional information have been received it states that the iol was explanted and exchanged with another company lens following the secondary implant procedure.

Event description:
A non-health care professional reported that after surgery, the patient vision was worse than before surgery, can't hardly see the car in front of him. Clinical reason being mentioned as multifocal intolerance. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).